Manufacturer narrative:
A visual inspection of the physical device showed no signs of physical damage. There was evidence of dried fluid located on and inside the cycler. The cause of the dried fluid could not be determined. Passed mushroom head check. Tested positive for glucose. The allegation of fluid leaking could not be confirmed. Air detected in the cassette warning was not confirmed. Heater bag not detected alarm was encountered. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a air detected in the cassette alarm the previous night and the patient cancelled treatment. The next morning the patient observed a rupture in the cassette and evidence of a fluid leak. Patient was advised to discontinue use of the cycler, which was replaced. Additional information was solicited.